Event description:
It was reported that the patient was experiencing some discomfort at the ipg site and that the scs (spinal cord stimulator) was not covering her pain. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.